Event description:
Pt having pzg procedure done. At the point of the md pulling the peg through the abdominal incision, the peg tube wire broke. Md tried to pull the tube through suing a sterile hemostat but several attempts were unsuccessful. Another incision needed to be made and peg procedure had to be repeated using a new kit. No harm to pt.